Event description:
Info received indicates no head up function from the left siderail and intermittent function from the right siderail.

Manufacturer narrative:
The technician replaced the ucm boards and cables in both siderails to repair the bed.